Manufacturer narrative:
Complaint confirmed. One of the returned driver was missing the distal extremity of the drive feature, the other had a twisted drive feature. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.

Event description:
It was reported during an orif proximal phalanx of the middle, ring and index fingers, as the surgeon was using the ar-8737-37 hex driver (lot: 20471502) to insert the 20mm micro full compression screw, the tip of the driver broke off into the cannulation of the screw. The rep stated that the surgeon could not extract the tip of the driver from the head of the screw. The surgeon used a sagittal saw to cut the bone to fully remove the screw. As the surgeon was inserting the third 20mm micro full compression screw, the tip of the second ar-8737-37 (from the same lot), became stripped and would not lock into the cannulation of the screw. The screw was not yet fully seated, and the surgeon was able to use pliers to fully back out the screw. After the issues with the two drivers, the surgeon then switched to another manufacturer's pins to complete the repair on the middle and ring finger.